Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3: other text : device not returned for evaluation.

Event description:
It was reported that after the general surgery customer of facility made preparations for PICC, he was ready to tie the patient's tube, and when he unpacked it, he found that the tip of the vascular sheath dilator of the puncture kit was bulging and broken, and it was irregular.

Event description:
It was reported that after the general surgery customer of facility made preparations for PICC, he was ready to tie the patient's tube, and when he unpacked it, he found that the tip of the vascular sheath dilator of the puncture kit was bulging and broken, and it was irregular.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of sheath damage is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. The tip of the sheath exhibited deformation. Microscopic inspection of the sheath confirmed deformation throughout the tip. The sheath tip was buckled and flared outward. The distal end of the dilator was slightly bent. Light residue was also observed throughout the sample. The sheath tip deformation and split was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Extensive deformation prevented a thorough inspection of the transition. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.this complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.